Event description:
It was reported that the patient underwent an pulse generator changeout procedure due to the premature battery depletion. During the procedure, the lead was difficult to be removed from the device header, therefore, the lead was capped. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. Analysis found incorrect wrench insertions were preventing the wrench from engaging the setscrew inset causing stripping of the inset. The incorrect wrench insertions also caused excessive septum punch-outs which accumulated in the setscrew inset. The punch-outs limited wrench insertion and prevented the wrench from engaging the inset walls also resulting in the stripping of the inset. Both problems prevented the setscrew from being untightened so the lead could be removed. These are problems related to the user¿s use of the wrench in the field. No anomalies were found.